Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one unknown zimmer screw for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. The screw was observed fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive loading on abutment/implant assembly (customer error or patient factors.) Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvtb11, imp,tsv,3.7,11.5,mtx,mg, lot number 1237360. D10: therapy date unknown / not provided. E1: initial reporter¿s title and email address are not provided / unknown.

Event description:
It was reported that the doctor tried the zimmer screw retrieval kit as well as other methods but was unable to remove the broken screw. He had to remove the fixture. The broken screw and implant were removed.